Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that shortly after a generator change procedure, the right ventricular (rv) lead oversensed noisy signals and delivered inappropriate bursts of anti-tachycardia pacing (atp) therapy. The physician tried to reprogram around the atp but was unsuccessful which prompted a suspicion of a connection issue between the rv lead and the non-boston scientific device header might be the issue. The physician decided to perform a revision procedure and discovered suture hole damage on the insulation of both the rv lead. The physician also observed blood in the inside of the right atrial (ra) lead probably due to damage to the insulation. It was noted that no noise was exhibited on the ra lead. The physician went ahead and repaired both leads using a boston scientific lead repair kit. The physician explanted the non-boston scientific device and replaced it with an implantable cardioverter defibrillator (ICD) device and connected the repaired ra and rv leads to the new device successfully. This ra lead remains in service. No additional adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically observed threshold and impedance measurements, this lead insulation appeared to be damaged. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that shortly after a generator change procedure, the right ventricular (rv) lead oversensed noisy signals and delivered inappropriate bursts of anti-tachycardia pacing (atp) therapy. The physician tried to reprogram around the atp but was unsuccessful which prompted a suspicion of a connection issue between the rv lead and the non-boston scientific device header might be the issue. The physician decided to perform a revision procedure and discovered suture hole damage on the insulation of both the rv lead. The physician also observed blood in the inside of the right atrial (ra) lead probably due to damage to the insulation. It was noted that no noise was exhibited on the ra lead. The physician went ahead and repaired both leads using a boston scientific lead repair kit. The physician explanted the non-boston scientific device and replaced it with an implantable cardioverter defibrillator (ICD) device and connected the repaired ra and rv leads to the new device successfully. This ra lead remains in service. No additional adverse patient effects were reported.